Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that the lifevest was exacerbating an existing bed sore along a patient's spine. The patient also had tumors removed from the spine approximately 40 years prior which 'left deep holes in his back'. The lifevest electrode belt vibration box was reportedly sitting up against the 'hole', causing the sores to worsen. The patient and his wife elected to remove the lifevest despite the patient's nurse's advice to continue to wear the lifevest.